Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Initial - (B)(6) 2008. Stainless steel cable/sleeve combo p/n 350806 l/n 790570; modular head component p/n 163670 l/n 561090; ring loc acetabular liner p/n 11-105924 l/n 097620; collarless bi-metric porous stem p/n x11-180313 l/n 340400; rincloc and quick connect drill bit p/n 31-323230 l/n 016260; ranawat/burstein acetabular shell p/n 11-106054 l/n 7751510; ti low profile screw p/n 106537 l/n 016260 multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05179; 0001825034-2017-05180; 0001825034-2017-05181; 0001825034-2017-05183; 0001825034-2017-05184; 0001825034-2017-05185; 0001825034-2017-05182. Still implanted.

Event description:
It was reported that patient had an initial procedure nine years ago and experiencing pain through the right leg. Patient is unaware if the surgery was performed correctly when installing the hip. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.